Manufacturer narrative:
H3: product analysis of part#k09a ; lot# unknown analysis summary: visual and functional inspection confirmed the syringe has some dried media in the tube and in the tip of the ibt. Functional inspection confirmed the display would power on but unable to inflate the ibt due to the dried cement. Unable to determine if ibt or the syringe was leaking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing a procedure of percutaneous vertebroplasty. The pre-op diagnosis was mentioned as primary osteoporosis. It was reported that, there was a malfunction of ibt. Even though the handle was turned, the balloon did not inflate, and the contrast media leaked out from vertebral body. It was unknown, if there was a balloon rupture. The procedure was completed successfully by new product. There was a delay of less than 60 minutes occurred as a result of this event. There were no symptoms to patient or physician were reported. There was no additional treatment or surgery performed to patient as a result. The patient outcome was mentioned as ¿asked but unknown¿. No further complications reported.